Event description:
It was reported that the pulse generator exhibited backup vvi operation. Further troubleshooting could not be performed due to low battery status. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.